Event description:
It was reported that the reflex hybrid quick turn insertion driver tip was missing prior to use. A second driver was used instead.

Manufacturer narrative:
Method: risk assessment.results: the customer reported that a reflex hybrid quick turn insertion driver¿s tip broke off. The device was not returned for evaluation. In past investigations, the cited cause of failure was excessive force during an attempted removal of the inner shaft from the screw. It is likely the excessive torque led to the breakage. However, not enough information was provided to confirm the cause.conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported that the reflex hybrid quick turn insertion driver tip was missing prior to use. A second driver was used instead.